Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter displayed an "error 4" message. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged product issue remained unresolved.